Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 354 mg/dl on (B)(6) 2014, after experiencing high blood glucose for several days. The customer was treated with an insulin drip. Upon the insulin pump being reinstated for treatment, her blood glucose would not come down and the set was changed three times in three different areas. At the time of the report, a blood glucose of 600 mg/dl was documented. Nothing further reported.